Event description:
My name is (B)(6). Last (B)(6) 2011, I had a dual surgery which consisted of the implantation of the gynecare tvt tape for urinary incontinence and a balloon ablation procedure. I had heard of problems with the tape and tried to get my insurance to cover an alternative surgery that could remedy my problem without the use of the synthetic mesh product, but was told that my insurance company did not cover procedures performed by drs known as urogynecologists. Reluctantly and after consulting several doctors I decided I had no other choice but to move forward with the procedure that was covered by my insurance company, rather than suffer in silence. Unfortunately I had several complications as a result of either one or both procedures. First, after 6 months of complaining, I discovered that a foreign body (a non-injectable catheter cap) had been left in my body for 6 months and worse yet was getting really sick. I have since been diagnosed with sle lupus confirmed by a positive ana and anti-dna tests. I know that my body must be rejecting the tape, but the drs will not hear of it. In fact the tape that I was told could easily be removed in deed could not as the complications involved in that process were equally as risky. I am tired of being told I am nuts, but wanted to report my experience all the same, in hopes it may prevent someone else from developing this debilitating disease known as lupus. I understand the mesh is big business and that they are finding new applications for this material everyday, unfortunately I believe this could cause an epidemic of autoimmune diseases among recipients of this synthetic product. I hope this helps further research in any connection this product may have with altering peoples immune sys. Thank you.